Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure and the gasket in hemostatic valve of vizigo fell off and the brim cap detached from the sheath. They replaced the sheath to complete the procedure. There was no patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed the brim cap was detached from the hub. A closer inspection revealed that the brim cap was broken. A device history record was performed for the finished device number lot 60000450 and no internal action related to the complaint was found during the review. The brim cap issue reported by the customer was confirmed. The potential cause of the broken condition could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure and the gasket in hemostatic valve of vizigo fell off and the brim cap detached from the sheath. They replaced the sheath to complete the procedure. There was no patient consequence.